Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs a device in the first photograph only a part of the device is observed, the rest is not observed, in addition, three syringes filled with gel are seen, in the other photograph, two dippers are observed, one seems to be intact with red particles on top, and the other is a piece however, it is not possible to determine which side the device belongs to. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side rupture, folding, cyst, and capsular contracture "¿baker grade I/ii capsular changes." The device has been explanted.